Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent oversensing at times. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown product performance issue. No additional adverse patient effects were reported.